Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was inspected and found to have no physical damage. An in-house mcs tip was installed onto the instrument adapter with no issues. The instrument was installed on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with the full range of motion in all directions. The mcs tips opened and closed as expected. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to start of a da vinci-assisted neck dissection surgical procedure, the monopolar curved scissors (mcs) instrument shaft was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use, and the damage at the distal tip was identified. Since the damage was identified prior to the procedure start, the mcs instrument was not used in the patient¿s anatomy. The customer used a backup mcs instrument to continue with the procedure. The broken part did not fell into the patient and the patient did not return to the hospital for any post-surgical complications.